Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of syncope, postural hypotension, autonomic failure and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient's catheter was removed and dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient fainted and was hospitalized on the same day. On (B)(6) 2012, the nurse clarified that the patient experienced and was hospitalized for syncope (previously reported as fainting). During the hospitalization, the patient was diagnosed with postural hypotension secondary to autonomic failure (onset dates not reported). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-admitted to the hospital for syncope. Treatment was not reported. The syncope was related to postural hypotension which was secondary to autonomic failure. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. Treatment rendered was not reported. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up information was provided by the consumer with supplemental information provided by the nurse. On an unreported date, a bladder catheter was placed through the patient's abdominal wall to drain due to the past medical history of "lost the ability to void," cause unknown. On unknown dates, the patient experienced a urinary tract infection to the long-term foley catheter. In 2012, a suprapubic catheter was placed due to the urinary tract infections. On an unreported date, the patient had cross contamination with the suprapubic catheter due to which the patient experienced peritonitis. On (B)(6) 2012, the pd catheter was removed. Dianeal and extraneal therapies were permanently withdrawn. On (B)(6) 2012, the patient was recovering from the peritonitis, was discharged, and started hemodialysis (hd). Treatment for the peritonitis included vancomycin (dose, route, frequency, dates unknown), and fortaz (dose, route, frequency, dates unknown). On (B)(6) 2012, the patient experienced the onset of bad stomach pain, etiology unknown, and was hospitalized the same day. The nurse stated that bowel obstruction was ruled out as the cause of the bad stomach pain. On (B)(6) 2012, the patient was recovering from the bad stomach pain and was discharged. On (B)(6) 2012, after arriving at the hd clinic, the patient refused his treatment and permanently withdrew from hd therapy the same day. On (B)(6) 2012, the patient was admitted to the hospice facility and died on the same day. The cause of death was failure to thrive. It was unknown if an autopsy was done. The nurse stated that the death was not related to dianeal or extraneal solutions or to pd therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12a01010. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.